Event description:
Device 1 of 2. Reference MFR. Report: 1627487-2014-21769. It was reported during the patient's (B)(6) lead replacement procedure (reference MFR. Report: 1627487-2014-21679), the physician was unable to implant the reported leads due to the presence of scar tissue. As a result, the procedure was abandoned.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.